Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50969, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The physician reported a discrepancy on drug pulled vs programmer at refill. Surgical intervention did not occur and it was unknown as to whether surgical intervention was planned and whether the issue was resolved. It was noted that the physician was to follow up/watch the issue at the next refill. No symptoms were reported. The details of the discrepancy, causality and resolution of the event is unknown. If additional information is received, a follow-up report will be sent.